Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 630pm, the patient¿s cgm failed. Around this time, the patient was feeling hot, unwell, and excessively thirsty. It was not specified what the patient¿s last known cgm value was prior to the wearable failure. Due to the wearable failure, the patient was scared and tested and tested her bg meter reading which was high mg/dl. The patient called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was reportedly 800 mg/dl. The patient vital signed were also taken. The patient was transported to the emergency room (ER) and required oxygen during transport. At the ER, the patient received IV insulin. A new sensor was also placed on the patient prior to her hospital discharge. The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.